Event description:
It was reported that during a lap gastric bypass procedure, while using a reload, the device only fired staples on one side of the device. Also, there were no clips used during the procedure. The same device was used during the rest of the case with no problem. No patient consequences.